Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he lost consciousness on thursday and was hospitalized. Customer doesn't recall if his blood glucose was low or not. Customer's spouse found him at home. Customer is unsure if blood glucose was high or low, current was 77 mg/dl. Troubleshooting was performed for low blood glucose and drive support cap was found normal. Customer didn't recall pressing it in while connected. Customer mentioned it seemed he was attempting to change his infusion set but doesn't recall. Amount of insulin left was the same on the reservoir and the insulin pump's display. Customer believes he might have not eaten enough before going to bed. The device was not exposed to an MRI. Customer was advised to monitor the device and call back if issues persisted. Customer is not returning the device for further analysis.